Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified and tortuous anatomy and/or inadvertent mishandling resulted in the noted stent sheath kink; thus during attempted stent deployment prevented the shaft lumens from moving freely resulting in the noted partially exposed stent, the reported/noted mechanical jam and the reported/noted activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the left common femoral artery. A 6x40mm absolute pro self-expanding stent (ses) was advanced over a .035' non-abbott guidewire to the lesion; however, during deployment the thumbwheel was noted to be blocked and the stent was unable to be fully deployed. The ses along with the stent were removed as a single unit from the anatomy and a non-abbott ses was used to complete the procedure. There were no reported adverse patient effects nor clinical delay. No additional information was provided.